Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler and a pressure not constant warning was encountered. The patient sensor was zeroed and the simulated treatment was performed and completed without failure. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of drain complication, feeling bloated and diagnosis of fluid volume overload. However, there is no documentation to show a causal relationship between the liberty select cycler and the fluid overload. Per the pdrn there were no alarms or messages in the treatment data to show any malfunction or deficiency with the cycler. The pdrn stated that the cause of the drain complication and fluid overload is likely related to the patient¿s physiology as the issue did not resolve with pd therapy during the initial hospitalization. The patient had also been experiencing fibrin issues. The cause of the fluid overload cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) requested a new cycler for the patient as the patient was feeling bloated due to the cycler not draining them completely. During follow up with the pdrn it was reported that he patient had been experiencing drain complications and was found to have fibrin in the line. The pdrn instructed the patient on how to add heparin to the solution bag. Subsequently, the patient was not feeling well and was feeling bloated. The patient believed the cycler was not draining properly. The patient¿s dry weight is normally (B)(6), but had been recorded as (B)(6) recently. The patient was admitted to the hospital for fluid volume overload. Per the pdrn, the patient¿s treatment records did not show any abnormal treatment data, alarms or messages, however, there were a few treatments not documented for an unknown reason. The pdrn was unsure if the patient completed manuals on those days. The patient was discharged but readmitted the following day for the same issue and symptoms. The patient continued pd therapy during the hospitalization but the issue was not resolving. The patient was again discharged and readmitted the following day. The patient stated the ultrafiltration issue was starting to resolve itself. The patient had expressed to the physician that they wished to transition back to in-center hemodialysis (hd), however, the patient remains on pd at this time.